Event description:
The customer reported a motor error alarm after the insulin pump was exposed to an MRI scan. The customer also experienced a low blood glucose reading of 60 mg/dl, which was treated with dinner. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test alarmed motor error during the rewind due to an out of phase motor encoder signal.